Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, during flushing of the catheter, fluid flow occurs in the catheter near the puncture point and the catheter develops a leak. After giving the catheter to remove the leakage, replace the connector and continue to use the catheter. No other information was provided.